Event description:
On (B)(6) 2011, the patient reported he dropped the infusion device off of his dresser on (B)(6) 2011, and the next day, noticed a "big, blue spot" on the display. He stated he is only able to read the bottom half of the display and cannot read the top half at all. He stated the top half of the numbers were missing from the insulin delivery amounts. He stated it appears there is a crack under the display. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.